Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (0.091 vs. Expected 0.029 ng/ml) from a patient sample processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. It was determined that the customer was cleaning the sample trays with a disposable chemical wipe. The use of a chemical wipe is not recommended and a pre-analytical instrument cleaning issue cannot be ruled out as a contributing factor. Additionally, a pre-analytical sample handling and an instrument issue cannot be ruled out as potential contributing factors.